Event description:
Pt reported their one touch basic meter allegedly had no power and pt was unable to test. Pt tried changing the batteries. Still there was no power. Pt tested on the meter and got a reading on the morning and evening in 2002. Around 9:00pm (bedtime), pt tried testing on the meter, and the meter would not turn on. Pt tried replacing the batteries at that time. Pt reported no symptoms and no treatment. Pt kept on taking their set amount of diabetes pills. No further info reported.